Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verified the errors in the log files. The fse swapped the remote arm controller (rac) boards and master tool manipulators (mtm) for troubleshooting and recalibrated. The fse was unable to reproduce the reported problem and will monitor the system. The system was tested and verified as ready for use. A review of the site's complaint history found no additional complaints related to this product. No photographic images or video is available to review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, errors 25553 and 40241 occurred on the system. A field service engineer advised to restart the system; however, the cadiere forceps instrument was grasping tissue at the time. An instrument release kit (irk) was used to open the instrument's grips and the system was restarted. However, the error persisted. After a 30 minute procedure delay, the surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury or complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation under RMA (B)(4). The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests. The system logs did not reveal any failures related to the reported instrument. Review log files found no failures related to the reported instrument. There was no problem detected for the customer reported complaint. Additional observation(s) not reported was the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. The frayed cables can lead to loss of intuitive motion and engagement failures. However, the cables were not frayed severely enough, which allowed the instrument to pass engagement. The root cause is attributed to a component failure.